Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was damaged while outside the body when the physician attempted to put a curve into it. A second lead was attempted to be placed but was unable to advance from the superior vena cava (svc) into the right atrium. The lead was removed and an atrial lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.